Event description:
Customer reported that the insulin pump alarmed during prime/rewind proces and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the prime test and gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. However, the motor passed the motor test. Cracks to the case, resrvoir tube lip, reservroir tube window, battery tube threads and scratches to the lcd window and keypad overlay also noted.